Event description:
Reporter alleged obtaining the results of 429 mg/dl, 390 mg/dl, 300 mg/dl, 270 mg/dl, 200 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.